Manufacturer narrative:
(B)(6). The device was manufactured from september 9, 2019 - september 11, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed a rupture bladder. The reported condition was clearly observed via the photograph and due to the nature of the sample no additional testing could be performed. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The set was filled with fluorouracil (5-fu). There was no patient involvement. No additional information is available.